Event description:
It was reported that the patient complained of shocks from the device whenever patient is "passed [out]". It was also reported that the patient continues to have syncopal episodes; however, the hospital staff state the patient's heart rate and blood pressure are normal during the syncopal episodes. Follow up information provided that the patient was not receiving shocks; rather, it was more of a "tingling or sharp shooting sensation" and the device was functioning normally. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.